Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center received a medwatch report that states during a colonoscopy procedure, the scope became stuck in the patient¿s left colon due to high resistance. The user facility reported that the scope¿s controls locked up and the small wheel was not working as intended. It is believed that the tip of the scope remained in the bent position (right or left) acting as a hook. The physician removed the scope very gently without injury to the patient or colon mucosa. The intended procedure was completed with a similar device.